Event description:
It was reported that there was a lead issue and the patient was having a lead revision. The manufacturing representative (rep) did not know if the lead was damaged, but stated that they wanted to try for better target in the brain. Additional information received reported the patient had the revision on the day of report. The lead was moved to the target area and there were no mechanical issues with the lead. No symptoms or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported there was no lead migration. The outcome was normal with no complications.